Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the second implant from the fast-fix 360 came out while deploying the first implant. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair, the second implant from the fast-fix 360 came out while deploying the first implant. The t1 deployed through the meniscus and no t implants were removed from the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. The implants are made of a bio-composite material. It is unknown if the devices will migrate and there is potential risk for tissue inflammation and/or pain. The procedure was reportedly completed using a back-up device with no delay or further reported patient complications. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).